Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg. Stimulation was restored post-operatively.

Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she last charged or felt stimulation from the system approximately two months ago. The patient is now unable to connect the ipg with the charger. The programmer yields an error code upon attempting to connect with the ipg. Surgical intervention is planned to address the issue.